Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced a scan failure with an fsl3+ sensor used with the ilet system, where the sensor initially displayed a scan message but then indicated scan failed after several minutes; the customer replaced the sensor and pairing completed without issues. Symptoms included no reported clinical effects, alerts, or alarms. Outcomes included no impact to health and no interruptions to care. Investigation included customer troubleshooting and education. Investigation of this case revealed the issue resolved after sensor replacement with no further failures reported. It was concluded that the event was related to a sensor scan failure that was mitigated by replacing the sensor. The device has not been returned.